Event description:
Pt alleges having problems, including pain, they are hard as rocks and her veins stick out, her breasts are swollen from the implants, she suffers from burning and pain in joints of hands and fingers. Pt also alleges possible hepatic/renal dysfunction from the implants. She also states implants need to be removed.

Event description:
Pt alleges having problems, including pain, they are hard as rocks and her veins strick out, her breasts are swollen from the implants, she suffers from burning and pain in joints of hands and fingers. Pt also alleges possible hepatic/renal dysfunction from the implants. She also states implants need to be removed.